Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) events were identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if an autopsy was performed or if the patient was hospitalized prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date of patient death was not reported. The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.